Event description:
The pt experienced return of symptoms. A volume discrepancy was reported. Actual residual volume (17ml) is greater than the expected residual volume (0 ml). No audible alarms except the empty reservoir alarm due to 0 mls in programmer. The pump programming was confirmed as morphine 20 mg/ml at 4.007mg/day. Additional info has been requested, but was not available at the time of this report.